Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the following were contributing factors in the cause of the reported event, a malfunctioning main pcba and a malfunctioning turbine assembly. Unrelated to the reported event, the carefusion field service rep also found that the device's display was dim most likely due to a malfunctioning backlight inverter. The carefusion field service rep replaced the affected components and ran the device through a complete checkout per the service manual to ensure that it meets all factory specs. Upon completion, the device was returned to the user facility's control ready to be placed back into service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty main pcba and turbine assembly for eval. As of february 03, 2015, the alleged faulty main pcba and turbine assembly have not been received by carefusion. Once the main pcba and turbine assembly have been received and the eval completed, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "No pt involvement; vent was just repaired recently. Upon initial turn on and testing of vent after repair they are saying vent shows "motor fault" error on screen with audible alarm."

Manufacturer narrative:
Failure analysis: received vela main pcba pn: 52300 rev d, sn: (B)(4), and turbine assembly pn: 16350 rev b, sn: (B)(4) from rga: 827992-2. Visually inspected main pcba. Installed main pcba in known good unit p/n 16532-00 sn: (B)(4). Events log recorded multiple motor faults. After running the board in ventilation mode the issue was not duplicated. Visually inspected turbine assembly. Installed turbine assembly in known good unit pn: 16532-00 sn: (B)(4). After running the turbine the issue was not duplicated. Installed both main pcba and turbine assembly in unit. Induced low pip low ve and high rate alarms since those were found in the events log before the motor fault, ran unit for 120 hours and could not duplicate the problem. After turning unit off and then back on, a ¿xdcr fault¿ (1,0,1910 and 0,0,1913) was recorded. All transducer tests passed and all transducer calibration tests passed, but after retest for the transducer tests the turbine differential transducer test failed with a/d: 1913. Findings/root-cause: the main pcba being cold caused the pt800 turbine differential transducer to drift, the transducer probably caused the motor faults.